Manufacturer narrative:
The immucor laboratory tested the retention product on (B)(6) 2015, which performed as expected. The customer sent a patient blood sample to the immucor laboratory for testing, which was performed on (B)(6) 2015 using retention product of the product in question, which yielded the expected positive outcomes, which was inconsistent with the customer's observations. Immucor technical support assessed the test well images of the testing in question by a remote electronic connection method on (B)(6) 2015. It was determined that the instrument generated the correct interpretations consistent with the actual well outcomes.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2015.